Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using a byte night aligners, patient reported that their tooth next to their front teeth has not moved out behind their front teeth. Their bottom teeth are also hurting a tremendous amount compared to 6 weeks prior. Requested patient to confirm where pain is coming from, and what type of pain they are experiencing.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.